Event description:
It was reported that the customer received a motor error alarm on the insulin pump. Customer had declined to provide the blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Motor error alarm occurred during the rewind due to a corroded motor home switch. Displacement test could not be performed due to the motor error alarm. The insulin pump had a scratched display window, cracked display window corner and a cracked reservoir tube lip.